Manufacturer narrative:
(B)(4). B. Braun medical inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). In a f/u with the facility, the reporter stated that the health care practitioner reported that an air bubble pulled past the pump almost reaching the pt, and the pump did not alarm. The reporter said she has received a couple of complaints addressing the same issue; however she has tested the pump's herself and confirmed that the pump's are working fine. The reporter has tried to replicate the same issue of the complaint and has not been able to; the air in line alarm does go off. The reporter confirmed that the pump's are working and alarming properly. The reporter stated that she suspects that the nurse/nurses are doing something wrong. The reporter has provided the pump's logs for review and is also looking for any indication as to what went through the history data of the pump's logs. The actual pump involved in the reported event has not been returned for eval at this time and the investigation is on going. A f/u report will be submitted when the eval results becomes available.

Event description:
(B)(4).